Manufacturer narrative:
Cerner corporation distributed a flash notification on (B)(6) 2023 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corporation distributed an updated flash notification on (B)(6) 2023 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification has been developed to address the issue for all sites that could be potentially impacted. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's careaware multimedia archive®, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium careaware multimedia archive®, which is a software solution intended to store, manage, and distribute enterprise wide multimedia data. Radiology and cardiology image files stored in careaware multimedia archive 7 may be deleted from patient studies, which may cause the images to be unavailable. Patient care may be delayed if because of the time needed to recover or replace the missing images. Patient care could also be affected if images are not available for clinical decisions. Cerner has not received communication on any adverse patient events as a result of this issue.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's careaware multimedia archive®, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium careaware multimedia archive®, which is a software solution intended to store, manage, and distribute enterprise wide multimedia data. Radiology and cardiology image files stored in careaware multimedia archive 7 may be deleted from patient studies, which may cause the images to be unavailable. Patient care may be delayed if because of the time needed to recover or replace the missing images. Patient care could also be affected if images are not available for clinical decisions. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
Cerner distributed a flash notification on april 22nd, 2023 to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted.